Event description:
Study event. Device malfunction: unable to place recovery catheter #2. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization stenting procedure in a mildly calcified right internal carotid artery, the physician was unable to pass the recovery catheter #2 low profile flexible design to retrieve the filter basket. Therefore, recovery catheter #2 was removed and replaced with recovery catheter #1 shapeable tip design, with successful embolic protection retrieval. It was noted that the subject was discharged to home as expected in 2007. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.